Manufacturer narrative:
(B)(4).

Event description:
It was reported through a social media post that the patient stated they had a dbs implant for essential tremors that was fully explanted after developing a brain infection. The patient also began receiving botox injections. The patients experienced paralysis in three fingers and the tremors have stopped. It is unclear if the patient was implanted with devices from this manufacturer. No other information was received.